Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The reservoir compartment plastic ring is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.